Manufacturer narrative:
The facility had discarded the support arm therefore the point of break was not verified. No investigation has been possible and the true cause of breakage of the support arm has not been determined.

Event description:
While a field service engineer (fse) was on site on another issue, the facility staff also informed the fse that a support arm had broken. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported support arm was scrapped by the customer, no pictures or goods are available for investigation. The cause to why or how the reported support arm broke cannot be established.

Event description:
(B)(4).